Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was advanced to treat chronic total occlusion target lesion. However, during procedure the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.